Event description:
It was reported that an abrasion was observed on the atrial lead. No patient symptoms were reported. The lead was capped and replaced. The patient was noted to be doing well following the procedure.

Manufacturer narrative:
.